Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: material no: 302830 batch no: unknown it was reported that graduation marks do not stick well and surface of barrel is waxy.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: material no: 302830, batch no: unknown. It was reported that graduation marks do not stick well and surface of barrel is waxy.